Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion being treated was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.75x20mm ion stent delivery system (sds) was advanced to the lad and deployed at 18 atms. The delivery balloon was successfully deflated and the guide catheter was deep seated in order to remove the sds. However, upon removal, balloon withdrawal resistance was experienced. Eventually, the sds was able to be removed intact with the balloon fully deflated. The stent was post-dilated with an unspecified balloon and angiography was performed showing satisfactory results. The procedure was completed with this device. No patient complications were reported and the patient status is fine.